Manufacturer narrative:
Despite 2 reminders, the customer's product was not returned for investigation. No information was provided that would point to a cause for the event. The investigation did not identify a product problem.

Manufacturer narrative:
The accu-chek inform ii test strips' expiration date was not provided. The accu-chek inform ii meter serial number was (B)(6). Qc was performed on the day of the event, and it was acceptable. The strips were requested for investigation. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing, and results have passed the internal inspection. The investigation is ongoing.

Event description:
The reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter. The 1st meter result was 592 mg/dl while the 2nd meter result was 437 mg/dl. The time difference between the test measurements was within 15 minutes.